Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the smartlife large aseptic battery housing disassembled after the sterilization procedure at user facility. The housing fractured and the top housing was detached from the lower housing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the smartlife large aseptic battery housing disassembled after the sterilization procedure at user facility. The housing fractured and the top housing was detached from the lower housing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event through service, housing fractured and disassembled, was confirmed. The engineering technician observed that the top housing was separated from the lower housing, according to risk documentation and cases with a similar reported event, potential causes for a cracked housing include excessive autoclave exposure, exposure to high ph cleaners, cleaning solvents, or impact such as being dropped.